Event description:
Reporter stated the infusion set leaked insulin when the connector separated from the tube. The customer experienced hyperglycemia, but no adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not returned to manufacturer.